Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of excessive motor axial play. However, the device passed the prime and displacement test. Further testing could not be performed due to the motor error alarms. Moisture damage on the motor assembly and scratched display window was found.

Event description:
The customer reported that the insulin pump alarmed motor error several times during basal delivery. The blood glucose reading was "high". The caller stated that the device was not exposed to an MRI. Troubleshooting was performed, and the displacement test passed as well the self test. Advised the customer that the device will be replaced and revert to back up plan. Two days later, the nurse from the hospital called and stated that the customer was admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The caller stated that the events leading to her admission was the motor errors and nausea. No further information was provided.